Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that two tct75 instruments were tried and would not cut. A third instrument was tried and the same thing happened. The cartridge was removed and a reload cartridge was inserted. This device then worked fine. More info to follow. The surgeon was performing an open lung lobectomy in 2000. The surgeon attempted to fire the first two devices, but neither would advance or fire. A third device was tried with the same result. The cartridge was replaced with a reload which fired with no difficulty. There was no consequence to the pt.